Event description:
Reporter called to inform the FDA that she received a warning letter from baxter international that her device is one that was processed using solutions that can cause user reactions. This call was made per instruction in the letter so reporter wanted to do her due diligence in reporting and confirming this occurrence (baxter healthcare corporation (baxter) is issuing an important medical device correction for the minicap extended life pd (peritoneal dialysis) transfer sets listed below, which are manufactured with peroxide-cured silicone tubing that transfers solution to and from the patient).